Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information received on 21-aug-2015: questionnaire was provided with no new information. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and it was reported that physician did not go into the oss during attempted placement of insert but went into fundus, did not deploy in correct location and had to keep removing the device which kept breaking, unit broke when removing with grasper (interpreted as device breakage). It came out but in a lot of pieces, did not get it all out with graspers. The event device breakage was considered serious due to medical importance and was considered listed upon receipt of the product technical analysis. During difficult insertion/removals, single cases have been reported of essure breakage. In this particular case, device breakage occurred during essure insertion procedure and a laparoscopy was performed in order to retrieve remaining coil. Therefore, a causal relationship between this event and suspect insert cannot be excluded. This case was regarded as incident due to required intervention. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.

Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6) 2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert), lot number c38209, insertion attempted. It was stated that the physician did not go into the oss during attempted placement of insert but went into the fundus and had to keep removing the device which kept breaking. It came out but in a lot of pieces. Did not get it all out with graspers. Procedure was completed with other devices. Laparoscopy was done to retrieve remaining coil. Follow-up information was received on 04-jun-2015. Patient's initials were provided. On (B)(6) 2015 essure lot number c38209 was implanted. It was reported that it did not deploy in correct location. Unit broke when removing with grasper. Bilateral placement was achieved and the patient had no injury. No further information was provided. Follow up from 16-jun-2015: ptc (product technical complaint) was received. (B)(4). Batch number c38209, production date: (B)(4) 2014, expiration date: 31-mar-2017. Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment this ptc was initiated due to a reported product quality issue. However, no adverse events were reported at this point in time. The batch documentation of the reported batch was reviewed. No complaint sample was provided for further technical investigation. The technical assessment concluded unconfirmed quality defect. Since no adverse events have been reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and it was reported that physician did not go into the oss during attempted placement of insert but went into fundus, did not deploy in correct location and had to keep removing the device which kept breaking, unit broke when removing with grasper (interpreted as device breakage). It came out but in a lot of pieces, did not get it all out with graspers. The event device breakage was considered serious due to medical importance and was considered listed upon receipt of the product technical analysis. During difficult insertion/removals, single cases have been reported of essure breakage. In this particular case, device breakage occurred during essure insertion procedure and a laparoscopy was performed in order to retrieve remaining coil. Therefore, a causal relationship between this event and suspect insert cannot be excluded. This case was regarded as incident due to required intervention. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information (whether laparoscopy or hysteroscopy was performed) is being sought.